Manufacturer narrative:
(B) (4). Retain samples from the test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch completely severe the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of parkes error grid, and as such, have the potential to be clinically significant. Remedial action (B) (4) was reported to the (B) (4) district office on 10 jun 2009.

Event description:
Customer reported receiving a reading of 127 mg/dl and 138 mg/dl on their adc meter while using freestyle lite blood glucose test strips. Customer stated the reading was lower than what they felt. There was no report of death, serious injury or mistreatment associated with this event.